Event description:
A report from the user facility indicated the surgeon was performing a cataract extraction when the blade came out of the tip. It slipped out of the end of the handle in the patients eye. The doctor removed the part from the eye with forceps. No patient injury, the patient did not come back in for post-op visit. No other information available.

Manufacturer narrative:
The device has been received for evaluation; however the evaluation has not been completed at this time. A supplemental report will be filed when the device evaluation has been completed.